Manufacturer narrative:
An incomplete device was returned to cardinal health. The sealant was received separated from the advancer tube and soaked in blood. The advancer tube was visually inspected for anomalies that may have contributed to the reported event. No anomalies were observed. The review of the lhr (f1603604) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria. The mynx instructions for use (IFU), instructs the user to "gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds." Then, "lay the device down for up to 90 seconds." If the tamping tube is pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Additionally, if proper position of the tamping tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall. However, without the return of the complete device, the root cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the deployment of the mynxgrip device it was noted that the mynx sealant was stuck to the advancer tube. The device was being used with a 5f procedural sheath for arterial closure following an interventional procedure. As reported, the device was deployed in the "normal fashion"; however, during the final step when the device was being removed, sealant was observed to be stuck to the advancer tube. Manual pressure was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. The patient was noted as recovered at the time of this event. Additional information was requested but was unknown.